Event description:
It was reported that during the procedure to treat a mildly calcified lesion in the non-tortuous proximal left superficial femoral artery, a hi-torque spartacore 14 guide wire was advanced past the lesion, a non-abbott atherectomy device was advanced without issue, and the atherectomy was performed successfully, however a dissection (possible perforation) occurred when using the non-abbott atherectomy device. Reportedly, the spartacore guide wire did not cause or contribute to the dissection and possible perforation; it was caused by the atherectomy device. When attempting to retract the non-abbott atherectomy device over the guide wire, the atherectomy device could not be retracted. After some effort and troubleshooting the physician thought that the two devices were no longer stuck together, but when retracting the atherectomy device, the spartacore guide wire simultaneously retracted back from the lesion with the atherectomy device. Both devices ultimately removed from the anatomy as a single unit. A new spartacore guide wire crossed the lesion, dilatation was performed with an unspecified balloon catheter, then a non-abbott covered stent was deployed successfully treating the lesion and the dissection / possible perforation. There were no adverse patient effects caused by the spartacore guide wires and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.